Event description:
It was reported that pump issued repeated occlusion alarms over two days, during which patient replaced cartridge and infusion set multiple times and observed a ball of insulin in tubing, but no visible cartridge damage or debris was found. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to troubleshoot tubing and cartridge, filled and loaded new cartridge, was advised to replace supplies as needed and resume insulin, and case was escalated to clinical field team for additional support with recurring infusion set issues.